Manufacturer narrative:
A used company cartridge was returned. The returned used company cartridge was microscopically examined. Viscoelastic was observed in the cartridge. Interior scrapes were observed on the top right of the nozzle and tip. Heavy tip stress was observed. The cartridge had evidence of placement into a handpiece. The returned used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the top right of the nozzle and tip. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens and handpiece were indicated. A non-qualified viscoelastic was indicated. The root cause for the reported issue could not be determined. The foreign material was not returned. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge nozzle and tip. The damage and heavy stress observed may indicate the lens/plunger were not in acceptable positions for advancement. The instruction for use (IFU) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. A non-qualified viscoelastic was indicated. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the blue or white threads stuck to the iols. Attempts were made to polish away the thread. There was patient contact, but no patient harm occurred. Additional information was requested and received stating the procedure was able to be completed absolutely normally without complication. There are seven medical device reports associated with this event. This report is for one of seven.